Manufacturer narrative:
Visual inspection confirmed the customer-reported issue of a displaced spring, as the spring inside the left (female) cpc connector was displaced inside the housing beneath the metal release tab. Although a definitive root cause for the displaced spring could not be determined, it is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch or during driver training. Syncardia has an open corrective and preventive action (CAPA) to address this issue with cpc connectors. Syncardia has completed its evaluation and is closing this file. Ce 4628 follow-up report 1

Manufacturer narrative:
The cpc connector with the displaced spring was left connected to the freedom driver and will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that during a driver switch out from a freedom driver to a companion 2 driver prior to transplant, it was discovered that the cpc connector on the female (left) side of the tah-t cannula had a displaced spring. The customer also reported that the patient had cut and removed the zip ties from the cpc connectors prior to the driver exchange. The customer also reported that the cpc connector was repaired by hospital personnel and that there was no delay in switching the drivers. There was no reported adverse patient impact.